Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional tests on the ate (automated test equipment). The report of ¿pain at the ipg site¿ was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the ate, during which no anomalous outputs were noted. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is typically not device related.

Manufacturer narrative:
Corrected data . B5 - describe event or problem. H6 - adverse event problem (refer to coding manual). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the device that the ipg was deemed inoperable and patient experienced pain at the ipg site. Patient also experienced ineffective and multiple attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient also experienced ineffective and multiple attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
B3-date of event is estimated. Reporter phone number: (B)(6).